Event description:
Note: the date of event is unknown. Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-02075, #3005099803-2009-02077, and #3005099803-2009-02078 or a description of the other devices. It was reported to boston scientific corporation in 2009, that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, after advancing the device through the working channel, the jaws felt slow to open. Upon removal of the device from the patient, and the biopsy sample from the forceps, one of the jaws detached. The physician removed the scope from the patient and ended the procedure. There were no patient complications reported as a result of this event. Additional information from the site indicated that upon visually inspecting the device during preparation, a slight bend was identified in the forceps.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.